Manufacturer narrative:
(B)(4). The cds was returned and investigated. The reported failure to adhere or bond could not be replicated in a testing environment as it was related to patient/procedural conditions. The reported inability to close the clip, difficulty positioning the device and difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) could not be tested. The difficulty removing the device was confirmed due to the condition of the returned device. The clip detachment and shaft kinks were confirmed. Additionally, one l-lock tab was noted to be broken. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported failure to adhere or bond, detachment of the clip (remaining on gripper line), kinked shaft, difficulty removing the device from the sgc, difficulty positioning the device, mechanical jam (clip actuation issue) and l-lock break appear to be related to operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: carpentier-edwards 26mm mitral valve surgical ring, steerable guide catheter. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the failure to close the clip, the clip detachment and difficulty removing the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had a previously implanted 26mm mitral valve (mv) surgical ring that was partially dislodged. The cds was advanced to the left ventricle (lv); however, grasping was difficult, and there was contact and tension between delivery catheter (dc) shaft and mv annulus ring. There appeared to be a kink in the proximal dc shaft. The clip was retracted back to the la, but it was not possible to close the clip from inverted arm position to 180 degrees. Troubleshooting was performed, but it appeared that the mandrel broke. The clip was moving freely in the la, only attached to the gripper and lock lines. The clip was gently retracted with the dc handle to the tip of the steerable guide catheter (sgc), and retracted in the distal end of the sgc. The cds could not be retracted further inside of the sgc due to the inverted clip arm; therefore, the devices were removed as a single unit. Two clips were implanted, reducing the mr to 3+. Due to the long procedure time, it was decided to accept the result. There was a delay in the procedure noted; however, there were no adverse patient effects and the delay was not clinically significant. No additional information was provided.